Manufacturer narrative:
(B)(4), unknown. The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the torque does not trigger anymore. They used a normal screwdriver for looking the screws. There was a surgical delay of fifteen (15) minutes. There were no adverse consequences. The procedure was successfully completed. Patient outcome was unknown. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the returned device found the hexlobes at the driver¿s tip feature stripping marks towards its distal end. The stripping of the hexlobes is irregular, with marks varying in length and severity. The stripping is consistent with the direction of rotation of the tightener during use. The device was also mechanically tested and was found to be within the required specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the torque driver¿s hexlobes stripping could not be determined from the sample and the information provided. A potential root cause may be not fully inserting the driver into the associated screw during tightening. The torque would be applied to a limited surface area, damaging the drive feature in the process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.